Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic hernia procedure, the balloon was being used for dissection in the pre-peritoneal space when it physically broke and deflated. No medical or surgical intervention was needed to prevent permanent impairment, and the event did not lead to or extend patient hospitalization. There was no injury, tissue damage, or significant blood loss reported. The surgical time and incision were not extended due to the product issue, and nothing was needed to continue the procedure. No additional operation was planned to correct the issue.